Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, there was unidentified plastic like material behind the lens after insertion. Additional information was provided that it appeared there was a fine thin blue line behind the lens. The surgeon removed the debris with an irrigation/aspiration device. There are three medical device reports associated with this facility. This report is associated with 3 of 3.